Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video scope disinfectant concentration check has not been performed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the investigation results, the user did not read the instruction manual carefully and that this occurred due to the user's error in controlling the concentration of the disinfectant solution. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: "3.9 inspecting the disinfectant solution¿s concentration level -warning- when cleaning and disinfecting endoscopes, be sure to use an acecide checker or portable concentration checker to check that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant before it loses its disinfecting effect." Olympus will continue to monitor field performance for this device.